Event description:
Preoperatively, the patient's diagnosis was "aortic valve dysfunction w/high gradient, mitral regurgitation and patent foramen ovale". According to the op report, the examination of the aortic valve showed it was opening and closing "nicely" with no clot. There was evidence of "encroachment" on the subannular area of the septum. The aortic valve was explanted and a 21ahpj-505, was implanted. The patient's native mitral valve was also replaced during this procedure. The patient was reported to be in fair condition.